Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (broken electrode loop/wire) was likely due to wear and tear of the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that during two different therapeutic transurethral resection of bladder tumor, this resection electrode loops broke. The first case, the loop broke completely off. The second case, the loop broke in half. Both procedures were prolonged due to the need to obtain replacement loops and verify the broken pieces were not left in the patient. The first case was 1 3/4 hours and the second case 2 hours. In both occurrences, the loop was removed successfully and the procedures were completed successfully using a similar device. X-rays were obtained to confirm broken pieces were not left in the patient. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - 1st case of 2 broken resection electrode loop. (B)(6) - 2nd case of 2 broken resection electrode loop. This report is for (B)(6).

Manufacturer narrative:
Complete brand name: hf-resection electrode, loop, 24 fr., 0.2 wire, 12°, sterile, single use, 12 pcs. This device was returned for evaluation. The device was returned in the original packaging however opened and used. Broken loop was confirmed. The distal end where the damaged loop was examined under a microscope, char marks and slightly melted yellow insulation on the forks were identified. The shaft and the proximal end have no signs of excessive bends or discrepancies. It was observed that the forks on the distal end are bent and the forks are neighboring. No functional tests were performed as the loop was broken and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted on an importer medwatch, report # 2429304- 2023- 00047.